Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call that they experienced high blood glucose and received several motor error. The customer¿s blood glucose level was in range of 300 to 600 mg/dl. The customer's mother declined to discuss the issue. The insulin pump will not be returned for analysis.